Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por) upon brief conversation with the clinic regarding the por, the clinic staff stated that the patient had previously had a seizure and had undergone numerous brain scans. The patient is scheduled to have the observation cleared. The device remains in use. No patient complications have been reported as a result of this event.